Event description:
A report was received that the patient was experiencing headache pain which had progressively worsened after implant procedure. Cerebrospinal fluid (csf) was confirmed and the patient was treated with a lumbar epidural blood patch.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg); model#: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm.